Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during the procedure, the patients¿ blood pressure decreased. Ultra-sound was used, and a pericardial effusion was noted. A pericardiocentesis was performed and the patient stabilized. Approximately 200ml of fluid was withdrawn. The bwi representative stated that the biosense webster inc hardware worked within specifications and does not want the hardware evaluated. Additional information received indicates the physician believes that the first transseptal puncture is what caused the later effusion. The patient outcome of the adverse event is fully recovered. A transseptal puncture performed was performed with a baylis rf needle. Ablation was performed before the pericardial effusion was noted, they performed about 70% of the pulmonary vein isolation. There was no evidence of steam pop. The event was noticed as the physician was ablating the inferior aspect of the right veins. An irrigated catheter was used in the event, the flow setting were the standard thermocool® smart touch® sf (stsf) settings. Correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. The visitag module was used, parameters for stability used were range, time, tag size. Surpoint color option was used prospectively. Bwi devices will be conservatively coded as ablation was conducted before the event was noted.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).